Manufacturer narrative:
The date of the event was reported as an unknown date between (B)(6) 2020. (B)(4). The device was received for evaluation. During visual inspection, white amorphous semi translucent particles were observed in the filter housing. The reported condition was verified. The cause of the particles was potentially due to degradation of the velitri solution and/or exposure to uv light over time. The sample analysis also showed that greater exposure (longer duration) to uv light led to more precipitate formation, suggesting degradation of the solution. The customer stated that the veletri is mixed in 100ml viaflex mini-bag and the final compounded drug is protected from light with an amber sleeve, the tubing and filter are not protected from light. However, when the customer covered the filter as well as per recommendation of baxter, the precipitate condition was shown to improve, further suggesting degradation of the solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp extension set appeared to have precipitates. The cloudiness appears approximately 2 days after the infusion is started. After 48 hours, the filter, bag and tubing were changed out; and there was minimal precipitate present, clear fluid and the filter was covered the entire time with an amber sleeve. The device is filled with veletri and normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.